Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter and a 6mmx3.25mm wolverine balloon catheter were selected for use. However, during procedure, the shafts were snapped when attempted to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Lot number corrected from 0023760025 to 0023324765. Device manufacture date corrected from 05/08/2019 to 02/11/2019. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 20.8cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter and a 6mmx3.25mm wolverine balloon catheter were selected for use. However, during procedure, the shafts were snapped when attempted to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine.